Event description:
Information was received indicating that a smiths medical pump presented with an "air in line" alarm when there was no air in the tubing set. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a bubbled downstream occlusion (dso) seal. During analysis, the reported issue was able to be duplicated. It was noted that the air detector was defective and inoperable. Service will replace the air detector to correct the reported issue and perform a full preventive maintenance and functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.